Manufacturer narrative:
Review of programming history.

Event description:
During the review of the programming history from the manufacturer¿s database, it was observed that a faulted system diagnostic test occurred on (B)(6) 2008, which inadvertently changed the patient¿s settings to lead test parameters. The magnet on time was not corrected from 30 sec back to 60 sec prior to the patient leaving the clinic. The rest of the parameters were corrected. No patient adverse events were reported.